Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During their inspection, the sbc confirmed the reported issue. The reported failure mode/identified defects can be attributed to the user error, improper handling and application of excessive force. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
As noted, the device was returned to olympus for inspection where the eyepiece components were found broken. The initial report of a foreign object in the eyepiece was confirmed as particles were visible. In addition, the following non-reportable malfunctions were also found during the device evaluation: strong scratches at the outer tube, and light guide connector was discolored. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus was notified of a foreign object in the telescope eyepiece. The malfunction occurred during an unspecified event. There was no report of patient harm as a result. The device was then returned to olympus for inspection and the eyepiece was found to be loose. This report is being submitted for the event found during device evaluation.